Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni, device product code - ni, manufacture date ¿ ni. Remains implanted.

Event description:
During a custom left hip arthroplasty, a screw fractured during implantation. The fractured pieces were unable to be removed after a 30 minute delay and were retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.